Manufacturer narrative:
(B)(4). Device evaluated by MFR: microscopic and tactile inspection of the distal shaft or hypotube revealed numerous kinks in the hypotube, and distal shaft damage (flattened) for 21 cm. The collar or proximal shaft revealed a complete separation, with additional damage to the collar. A microscopic inspection revealed that the polytetrafluoroethylene (ptfe) was completely removed from the collar. No irregularities or defects at the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A guidezilla¿ was selected for use. After deploying a non bsc stent to the lesion, the physician started to remove the guidezilla¿. Mild resistance was felt but the physician continued to pull the device back but it detached. The procedure was completed with this device. No patient complications were reported and the patient's status was good.